Event description:
Additional information was received reporting that since the communicator has been unlinked from the ins we are unable to reset the implanted ins using the dedicated application. As discussed by phone it is therefore likely that hcp will replace the ins by a new one. Additional information was received reporting communication between implanted percept pc and clinician tablet or patient controller cannot be established. Because of that, the stimulation parameters cannot be changed, stimulation cannot be turned off, MRI mode cannot be set. They tried to establish communication with implanted ipg by using different clinical tablets and different patient communicators. They tried also to restart the phone (samsung device) and the communicator (white device). The hcp decided to reimplant the device. Surgical intervention has not occurred or been scheduled, but has been planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient came to set the MRI mode before MRI imaging needed for an acute neurological leg problem. However,  communication with the implantable neurostimulator (ins) was not possible with two clinician programmers nor the patient programmer (pp). They tried to establish a communication via the phone but the device could not be found. Therefore, MRI eligibility could not be determined. According to the patient, the dystonic symptoms were under control and from the last battery interrogation in july, the ins had not yet reached eri/eos (the battery was expected to reach eri in at least 3 years). The patient did not have any cardioversion or surgery. Possible troubleshooting of resetting the ins was reviewed, however, to prevent that the ins cannot be turned back on (due to telemetry difficulties) after the reset, they decided not to go for this option. They will attempt to establish communication again. Logs were provided and from log analysis, it was reviewed that there was a good chance this was affected by a tel-m lockup but could not be confirmed. If no telemetry could be established due to the patient communicator being unlinked and impossibility to reset, the hcp may need to consider replacing the ins with a new one. The manufacturer representative (rep) was unsure how the pp was unlinked to the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient underwent the MRI needed and doing well with his dbs therapy.

Manufacturer narrative:
H3: analysis of the ins had shown that this issue was traced to the ins software/firmware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis had shown that the issue was traced to an ins software/firmware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the issue was not yet resolved. They are going to try to set the communication once again with a different clinician programmer and patient programmer.